Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 105 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was flush. The customer stated that the insulin pump was not dropped bumped or exposed to moisture prior to the compromised force sensor system alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, unexpected restart and self test. However, the pump alarmed compromised force sensor system during the basic occlusion and prime tests due to a loose/protruded drive support disk. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.